Manufacturer narrative:
The customer reported that the rns (remote network station) has a dark screen, the brightness will not change. The vital signs are difficult to see. An exchange rns will be sent to the customer. The device was returned, evaluated, and the issue was confirmed. The device and repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the rns (remote network station) has a dark screen, the brightness will not change. The vital signs are difficult to see.